Event description:
Pt was treated by neuromuscular dentist and was in phase 1 of treatment. Pt wore the splint (cost (B)(6) 24/7 for a week). The pt took the custom made splint out after 8 days of wearing and it now feels like a "train wreck." Original symptoms were tmj, and neck pain and new symptoms are headaches, muscle spasms, inflammation in neck, dizziness, and a feeling of being off centered. Pt informed dentist of these new symptoms caused by the custom made splint and was told it was up to the pt if he wanted to discontinue treatment. Pt has decided to stop treatment and is very concerned that his new symptoms may not go away. Dentist originally told the pt the splint therapy would relax his jaw forward and it would take 2-3 months for the change to occur and that this was a conservative type of treatment. Custom made by dentist.